Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported. .

Manufacturer narrative:
The company rep evaluated the unit and the issue is attributed to the system's main board.